Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Patient reported a right side deflation. Healthcare professional additionally reported capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings, yellow particles, crease fold and wear abrasion. Leak test was performed and found opening on the anterior. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool and identified a sharp edge opening on the anterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on the anterior side due to surgical damage and a sharp opening edge on the anterior due to an unidentified (tear) opening.

Event description:
Device was explanted.

Event description:
Patient reported a right side deflation. Healthcare professional additionally reported capsular contracture, baker grade unknown. Device was explanted.